Manufacturer narrative:
Product complaint #: (B)(4). Attempts are being made to obtain the following information.  To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Were the cases discussed in this article previously reported to ethicon? If yes, please provide a complaint reference number. Does the surgeon believe that ethicon product (prolene hernia system) involved caused and/or contributed to the post-operative complications described in the article? Does the surgeon believe there was any deficiency with the ethicon product involved? This report is related to a journal article; therefore, no product will be returned for analysis and the batch history records cannot be reviewed as the lot number has not been provided. The single complaint was reported with multiple events. There are no additional details regarding the additional events. Citation: jikeikai med j. 2014; 61: 1-8. (B)(4).

Event description:
It was reported in a journal article with title: "recurrent inguinal hernia after tension-free repair." The purpose of this study was to evaluate measures to prevent recurrence after the tension-free repair (tfr) of inguinal hernias and optimal repair techniques for recurrent hernias. A total of 32 patients (age range: 38 to 89 years; 28 male and 4 female) with recurrent inguinal hernias after various types of tfr were reviewed to assess patterns of recurrence. Of which, 14 patients underwent plug-and patch repair, 10 patients underwent lichtenstein repair, 2 patients underwent kugel repair, 2 patients underwent modified kugel repair, 2 patients underwent rives repair, and 2 patients underwent prolene hernia system (ethicon) repair. In the prolene hernia system group, reported complication included recurrence (n-2), in which the recurrence at 6 months was an incarcerated indirect recurrence and the recurrence at 1 month was a missed direct hernia. To prevent recurrence after tfr, the high rate of missed hernias should be addressed. With onlay repair, sufficient suprapubic coverage is important. For female patients, preperitoneal repair is desirable. Millikan repair seems effective for recurrent hernia.